Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead insulation damage was noted during surgery for a normal device changeout. The damage did not affect pacing, sensing or impedance. The lead silicone was repaired with an application of silicone adhesive and a new suture sleeve. When connected to the device the lead sensed appropriately.